Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements on the right ventricular and right atrial channels. Furthermore, a signal automatic monitoring episode was recorded due to minute ventilation (mv) over-sensing and noise coming from the right atrial channel. Further review with the physician for an evaluation was discussed. After evaluation it was decided to continue monitoring the patient. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).